Event description:
It was reported that a persistent atrial fibrillation patient was treated with pulsed field ablation with a farawave catheter. The patient experienced a stroke. No additional information was reported.

Manufacturer narrative:
B3: date of event - the exact event onset date is unknown. The provided event date of 01 september 2024 was chosen as the best estimate based on when the first day of the month of when boston scientific was made aware of the event. Blocks d4, h4- the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration, device manufacture dates, and unique identifier (UDI) # are unknown.